Event description:
Customer reported of getting erroneous high patient results and quality controls for sodium (na) and potassium involving their au680 chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter customer support (cts) specialist assisted the customer troubleshoot the au680 clinical chemistry analyzer over the phone. The cause of the failure was identified as faulty buffer syringe. The customer replaced the buffer syringe and cleaned sample probe to resolve the issue. No further issues were noted. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).